Event description:
Report of adverse event information about a device that was not manufactured or imported by the (B)(6). Failed implant due to loss of osseointegration caused by traumatic fall. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Ref reports: mw5163952, mw5163953.